Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported general complaint on infusion volume issues and alarm management. This was mentioned in the 'infusion pump safety initiative' document. There was no information on patient involvement.